Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. The IFU issues a caution that establishes: ¿caution: this product contains natural rubber latex which may cause allergic reactions.¿ additionally, the ¿other complications¿ section of the IFU establishes that ¿¿allergic reactions to latex have been reported. Physicians should identify latex sensitive patients and be prepared to treat allergic reactions promptly¿. A ¿symbol legend¿ displays a triangle symbol with ¿latex¿ written inside it and the meaning of the symbol described as ¿contains the presence of natural rubber latex.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported by a physician that during a procedure in the cardiac cath lab, a patient had recently experienced a ¿severe allergic reaction¿ to a pulmonary artery (pa) catheter, and was believed to be related to the latex in the pa catheter itself. There was no allegation of a product malfunction. Ensuing customer contacts have not provided information as to what type of reaction occurred, how it was treated, what other mitigating factors could have contributed to the reaction (including any existing latex, drugs, or environmental allergies), patient demographics, or what led the treating physician to believe the catheter he was inserting was not a latex catheter. The model number, lot number, and exact date of occurrence were also not provided.